Event description:
It was reported that during a colectomy procedure, the device did not open no matter what the surgeons did. The operation was successful. Surgery was prolonged 15 mins. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Flexible ring: iris valve. Evaluation summary: the analysis results found that the ld111 instrument was returned with the flex ring over the upper ring, therefore device would not turn. The instrument flex ring was returned to the original position under the lower ring and turn as intended. As per the IFU "lift one edge of the flexible ring through the iris valve to complete the installation preparation", only one edge of the flexible ring is to be inverted and upon insertion of the instrument into the abdominal cavity it is to be expanded. Additionally the iris valve was found torn, the damage starts on the outside edge of the upper protective ring. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.